Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under or over delivery anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was not delivering insulin properly. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.